Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was the device used in? I understand that the device misfired and was unable to be opened to reload the device. Can you please clarify if there was a misfire other than the opening issue? If yes, please explain. What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, the device misfired and was unable to be opened to reload the device. Another stapler was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2016. Batch # n54378. The analysis found that one pse45a device was returned in good visual condition and with an ecr45m cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.